Event description:
On (B)(6) 2023, a peritoneal dialysis (pd) nurse reported that this patient on pd therapy was experiencing drain complications during pd treatment with the fresenius cycler. The nurse stated the patient was hospitalized due to this issue. In additional follow up, the patient¿s pd nurse stated the patient has experienced intermittent drain complications with the fresenius cycler since on (B)(6) 2023. It was stated that the patient has had to switch to manual pd exchanges for dialysis. The nurse stated that the patient was experiencing symptoms of shortness of breath and edema. As a result, on (B)(6) 2023, the patient was hospitalized with fluid volume overload. During hospitalization, the patient received dialysis in the hospital (details unknown). Subsequently, on (B)(6) 2023 the patient was discharged home. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and it was reported the patient continued to experience drain complications with the fresenius cycler. Therefore, the nurse called customer support (on (B)(6) 2023) to have the cycler replaced. Per the nurse, the patient is frail with multiple cardiac comorbid conditions that increase her susceptibility to fluid overload. However, the nurse indicated the patient¿s hospitalization for fluid volume overload was due to poor drains on the fresenius cycler which led to poor ultrafiltration (fluid removal) during dialysis. The patient received the replacement cycler and it was reported the patient has been completing her pd treatments on the new cycler without any complications and good ultrafiltration.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 17/mar/2023, a peritoneal dialysis (pd) nurse reported that this patient on pd therapy was experiencing drain complications during pd treatment with the fresenius cycler. The nurse stated the patient was hospitalized due to this issue. In additional follow up, the patient¿s pd nurse stated the patient has experienced intermittent drain complications with the fresenius cycler since jan 2023. It was stated that the patient has had to switch to manual pd exchanges for dialysis. The nurse stated that the patient was experiencing symptoms of shortness of breath and edema. As a result, on (B)(6) 2023, the patient was hospitalized with fluid volume overload. During hospitalization, the patient received dialysis in the hospital (details unknown). Subsequently, on (B)(6) 2023 the patient was discharged home. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and it was reported the patient continued to experience drain complications with the fresenius cycler. Therefore, the nurse called customer support (on (B)(6) 2023) to have the cycler replaced. Per the nurse, the patient is frail with multiple cardiac comorbid conditions that increase her susceptibility to fluid overload. However, the nurse indicated the patient¿s hospitalization for fluid volume overload was due to poor drains on the fresenius cycler which led to poor ultrafiltration (fluid removal) during dialysis. The patient received the replacement cycler and it was reported the patient has been completing her pd treatments on the new cycler without any complications and good ultrafiltration.

Manufacturer narrative:
Correction provided in b7.

Event description:
On (B)(6) 2023, a peritoneal dialysis (pd) nurse reported that this patient on pd therapy was experiencing drain complications during pd treatment with the fresenius cycler. The nurse stated the patient was hospitalized due to this issue. In additional follow up, the patient¿s pd nurse stated the patient has experienced intermittent drain complications with the fresenius cycler since (B)(6) 2023. It was stated that the patient has had to switch to manual pd exchanges for dialysis. The nurse stated that the patient was experiencing symptoms of shortness of breath and edema. As a result, on (B)(6) 2023, the patient was hospitalized with fluid volume overload. During hospitalization, the patient received dialysis in the hospital (details unknown). Subsequently, on (B)(6) 2023 the patient was discharged home. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and it was reported the patient continued to experience drain complications with the fresenius cycler. Therefore, the nurse called customer support (on (B)(6) 2023) to have the cycler replaced. Per the nurse, the patient is frail with multiple cardiac comorbid conditions that increase her susceptibility to fluid overload. However, the nurse indicated the patient¿s hospitalization for fluid volume overload was due to poor drains on the fresenius cycler which led to poor ultrafiltration (fluid removal) during dialysis. The patient received the replacement cycler and it was reported the patient has been completing her pd treatments on the new cycler without any complications and good ultrafiltration.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between drain complications during pd therapy with the liberty select cycler and the patient¿s hospitalization for fluid volume overload. Fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis. The patient has pre-existing cardiac comorbid conditions which also increases patient susceptibility to fluid overload. A replacement cycler was requested for the patient. At the time the clinical investigation was completed, manufacturer product investigation of the cycler is pending. Therefore, it is unknown if the reported drain complications were due to a malfunction with the fresenius cycler. Due to the reported drain complications with the fresenius cycler, the device cannot be excluded as a factor in the patient event. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2023, a peritoneal dialysis (pd) nurse reported that this patient on pd therapy was experiencing drain complications during pd treatment with the fresenius cycler. The nurse stated the patient was hospitalized due to this issue. In additional follow up, the patient¿s pd nurse stated the patient has experienced intermittent drain complications with the fresenius cycler since (B)(6) 2023. It was stated that the patient has had to switch to manual pd exchanges for dialysis. The nurse stated that the patient was experiencing symptoms of shortness of breath and edema. As a result, on (B)(6) 2023, the patient was hospitalized with fluid volume overload. During hospitalization, the patient received dialysis in the hospital (details unknown). Subsequently, on (B)(6) 2023 the patient was discharged home. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and it was reported the patient continued to experience drain complications with the fresenius cycler. Therefore, the nurse called customer support (on (B)(6) 2023) to have the cycler replaced. Per the nurse, the patient is frail with multiple cardiac comorbid conditions that increase her susceptibility to fluid overload. However, the nurse indicated the patient¿s hospitalization for fluid volume overload was due to poor drains on the fresenius cycler which led to poor ultrafiltration (fluid removal) during dialysis. The patient received the replacement cycler and it was reported the patient has been completing her pd treatments on the new cycler without any complications and good ultrafiltration.

Event description:
On 17/mar/2023, a peritoneal dialysis (pd) nurse reported that this patient on pd therapy was experiencing drain complications during pd treatment with the fresenius cycler. The nurse stated the patient was hospitalized due to this issue. In additional follow up, the patient¿s pd nurse stated the patient has experienced intermittent drain complications with the fresenius cycler since jan 2023. It was stated that the patient has had to switch to manual pd exchanges for dialysis. The nurse stated that the patient was experiencing symptoms of shortness of breath and edema. As a result, on (B)(6) 2023, the patient was hospitalized with fluid volume overload. During hospitalization, the patient received dialysis in the hospital (details unknown). Subsequently, on (B)(6) 2023 the patient was discharged home. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and it was reported the patient continued to experience drain complications with the fresenius cycler. Therefore, the nurse called customer support (on (B)(6) 2023) to have the cycler replaced. Per the nurse, the patient is frail with multiple cardiac comorbid conditions that increase her susceptibility to fluid overload. However, the nurse indicated the patient¿s hospitalization for fluid volume overload was due to poor drains on the fresenius cycler which led to poor ultrafiltration (fluid removal) during dialysis. The patient received the replacement cycler and it was reported the patient has been completing her pd treatments on the new cycler without any complications and good ultrafiltration.

Manufacturer narrative:
Correction provided in h6.